Event description:
In 2006, while lowering a resident into a wheelchair, using a viking pt lift, the facility reported that the lift stopped. The pt lift was positioned as follows: one leg of the lift was under the wheelchair, the other leg was behind the wheelchair. The nurse guiding resident's head left the pt to check on lift when it stopped. Second nurse pulling on resident's legs, pulled the lift over resulting in pt fall. Resident was taken to emergency room for examination, no injury reported.